Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon eval, the trunk cable and connector were damaged. The cause for the damaged cable and connector cannot be positively determined, but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector and cable.

Event description:
A (B)(4) distributor returned electrode belt sn (B)(4) for an unrelated complaint. During servicing, a reportable event was revealed. The electrode belt's trunk cable and connector were damaged.